Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor rear response button was non-functional. The cause for failure was isolated to the rear buttons flexible pcb was pulled from the connector on the ca board. The root cause of the damaged connector cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.